Event description:
It was reported that during a procedure the top of the unit broke inside the shoulder of the patient. It was further reported that they couldn't confirm if the broken tip was removed from the patient or not.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.